Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain at the ipg site and used high energy for therapy. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The ipg meets or exceeds its expected longevity based on the patient's programming parameters. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters.